Event description:
It was reported, that during a bladder neck suspension procedure, one extremity of the tape came separated from needle with the collar. Another device was used to complete the procedure with no pt consequences.